Event description:
It was reported that the plexiglass was cracked above the liquid crystal display on the front of the external pulse generator. The generator was returned for service. It was indicated that there was no patient impact as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display lens was broken and it was therefore replaced. Analysis also found that the lower case and two side bail covers were broken, the battery contacts were compressed and the battery drawer was damaged. (B)(4).